Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5085328) that a female patient who had unknown mentor saline prostheses placed experienced suffered several unexplained systemic symptoms post procedure. Fatigue, migraines, dizziness, rashes, acne, food intolerances, menstrual problems, thirst, inflammatory joints, dental issues, body odor changes, night sweats, chronic sinusitis, allergy symptoms, frequent urination, brain fog, memory issues, hair loss, and skin sensitivities with heat or cold were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The devices were explanted in (B)(6) 2019. See 1645337-2019-14514 for contralateral prosthesis report.